Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The wires were shorted in the ECG "c" and "d" cable. The root cause for electrical short could not be positively identified. No adverse event resulted from the damaged belt.